Event description:
It was reported that a spectrum pump had a white screen during an unspecified process step. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported 'white screen' which was reproduced during evaluation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be compressed rear case back flex battery contact pins. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.